Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, smoker, pain, mobility (2022_1674, 2022_1675 and 2022_1676 are same patient).